Event description:
Patient reported "rupture" confirmed with MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4., h.4., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture" confirmed with MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" confirmed with MRI. This record is for the left side. Device remains implanted.